Event description:
Attempts to advance a 2.5 x 18 xience stent were unsuccessful and unfortunately the stent came off of the balloon. Using a 2 x 8 voyager balloon, this was able to successfully be placed inside the stent and the stent was then inflated. The balloon was inflated in several positions to fully extend the stent in the proximal left anterior descending (lad) artery. The proximal end was still in the lad and not in the left main. The original delivery balloon was then placed across the stent and inflated times several to fully expand the stent. The patient had no adverse outcome. Manufacturer response (as per reporter) for everolimus eluting coronary stent, xience v:cath lab staff notified the rep at the time of the event.

Event description:
Attempts to advance a 2.5 x 18 xience stent were unsuccessful and unfortunately the stent came off of the balloon. Using a 2 x 8 voyager balloon, this was able to successfully be placed inside the stent and the stent was then inflated. The balloon was inflated in several positions to fully extend the stent in the proximal left anterior descending (lad) artery. The proximal end was still in the lad and not in the left main. The original delivery balloon was then placed across the stent and inflated times several to fully expand the stent. The patient had no adverse outcome. Manufacturer response (as per reporter) for everolimus eluting coronary stent, xience v:cath lab staff notified the rep at the time of the event.